Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in a moderately tortuous and severely calcified left popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use in an endoscopic third ventriculostomy. The balloon was advanced for dilatation. However, during the second inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was able to be removed without problem with the usual method and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.